Manufacturer narrative:
Upon further review, this complaint was reassessed. And confirmed, that this event does not meet criteria for reporting as a reportable malfunction. As it was just, a contaminated lens and completed surgery with second lens with no patient impact. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
In the end, it was just a contaminated lens. And procedure completed with a second lens. And completed surgery with no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported with a description of lens was defective. Additional information was requested.